Event description:
It was reported that the user experienced progressive hyperglycemia with blood glucose rising above 400 mg/dl while using an ilet pump with a steel 6 mm contact/detach infusion set; troubleshooting identified a sizable air bubble in the cartridge, and the user replaced the infusion set, performed fill tubing, and resumed insulin therapy. Symptoms included nausea and vomiting associated with the high glucose event. Outcomes included emergency department presentation and subsequent monitoring without documented medical intervention, after which glucose levels trended downward and the user continued ilet therapy. Investigation included troubleshooting and education, monitoring, and device use review. Investigation of this case revealed hyperglycemia of unclear cause, with an observed air bubble in the cartridge during set change that was removed, after which glucose improved and therapy continued. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.